Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a regular visit on (B)(6) 2018. Upon review, the right ventricular lead had increased threshold. The patient returned to the clinic on (B)(6) 2018 with increased impedance. The lead was capped and replaced on (B)(6) 2018 during normal device change out. The patient was stable.